Event description:
On (B)(6) 2024 it was reported that this male peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse after hours on (B)(6) 2024 with complaints of bowel pain. The patient was instructed to go to the emergency room (ER). The patient had pd effluent cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The pd cultures were positive for enterobacter cloacae. No information pertaining to the patient¿s antibiotic regimen was provided. The patient was discharged on (B)(6) 2024. The cause of the peritonitis event was not documented. The patient continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of enterobacter cloacae complex suggests a breach in aseptic technique. This organism is a natural component of the human intestinal flora and is found in human feces. The organism is also found in plants, water, and food. Based on the available information and no allegation or evidence of a defect, deficiency, or malfunction, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024 it was reported that this male peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse after hours on 01/jan/2024 with complaints of bowel pain. The patient was instructed to go to the emergency room (ER). The patient had pd effluent cultures obtained and was admitted to the hospital with a diagnosis of peritonitis. The pd cultures were positive for enterobacter cloacae. No information pertaining to the patient¿s antibiotic regimen was provided. The patient was discharged on (B)(6) 2024. The cause of the peritonitis event was not documented. The patient continues to complete pd therapy utilizing the liberty select cycler.